Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient¿s cardiac wall during implant procedure. As the lead was positioned within the apex, the patient suffered difficulty in breathing. Fluoroscopy was done and the results were normal however patient was still not feeling very well thus echocardiogram was done which confirmed the perforation. The patient was medicated and the physicians continued the implant procedure. The lead was successfully implanted with good measurements. In addition, the patient had undergone monitoring and remained well. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.